Event description:
Consumer got contact lens from a friend and the second time they wore them, vision decreased. They kept on wearing lens for 1 1/2 months. Eyes became red, inflamed so they went to the e.r. And were put on tobramycin gtts for eyes. Upon examining pt, reporter found 4+ corneal edema, 4+ spk, 3+ injected; and 20/200 vision. Pt had never needed correction prior to this incident. Is currently still on antibiotics, lubricants, and hydroeyes. Follow-up visit is expected.